Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that the display of the n65p pulse oximeter shows a "7" on the last digit when it should be a "0". There was no patient harm.